Manufacturer narrative:
This report is for unknown 4.5 lcp plate/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ehlinger, m., adamczewski, b., rahme, m., adam, p., bonnomet, f. (2015) comparison of the pre-shaped anatomical locking plate of 3.5mm versus 4.5mm for the treatment of tibial plateau fractures. International orthopaedics. France. The article is a retrospective comparative study of fractures treated with an anatomical titanium locking compression plate (lcp) of 4.5mm or 3.5mm. The hypothesis of the study was that the 3.5mm lcp plates give an equivalent hold of fractures with comparable results and better clinical tolerance. Between may 2010 and october 2011, 18 patients in group a (8 female/10 male, ages 26 to 68, median age 53) were implanted with one, 4.5mm lcp anatomical plate and an unknown number of screws and 20 patients in group b (10 female/10 male, ages 22-78, median age 79) were implanted with either one, 3.5mm anatomical lcp plate (16 patients) or two, 3.5mm anatomical lcp plates and an unknown number of screws. The groups were reported as comparable in terms of number of cases, age, sex and type of schatzker fracture. At follow up, one patient was lost in each group before estimating consolidation. In group a, 14 patients were reviewed at a mean of 35.3 months and 16 were reviewed in group b at a mean of 27 months. In group a, seven patients returned to the same level of their usual activity in an average time of four months, two underwent professional rehabilitation and eight patients reported discomfort with the devices. In group b, five patients returned to their same level of activity in an average time of 3.8 months, three underwent rehabilitation and only three patients reported discomfort with the devices. The remaining patients of the two groups were retired and there was no statistical difference observed. Additionally, in group a, there was one case of nonunion requiring revision surgery at 5.5 months using an autologous decortications graft with a favorable outcome three months post graft. This is report 1 of 2 for (B)(4). This report is for an unknown 4.5mm lcp plate.